Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. The device was not sequestered by the customer, because the customer did not record the device serial number and no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
Customer reported that when switching infusion and using the power down-restart technique, the second medication (ceftriaxone) was found to be infusing at the earlier rate. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.